Manufacturer narrative:
Additional information was received that the physician indicated that the infection was procedure related, due to the contamination of the surgical equipment set up for the initial implant of the devices.

Event description:
A report was received that the patient had pain, swelling and warming at the ipg site, pocket site. A culture was taken and confirmed that the patient developed staphylococcus aureus. The patient underwent an explant of the ipg and the lead extensions. The patient was also prescribed antibiotics.

Event description:
A report was received that the patient had pain, swelling and warming at the ipg site, pocket site. A culture was taken and confirmed that the patient developed staphylococcus aureus. The patient underwent an explant of the ipg and the lead extensions. The patient was also prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: vercise gevia, upn: (B)(4), model: nm-3138-55, serial: (B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had pain, swelling and warming at the ipg site, pocket site. A culture was taken and confirmed that the patient developed staphylococcus aureus. The patient underwent an explant of the ipg and the lead extensions. The patient was also prescribed antibiotics.